Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of the shaft was broken. The tip of the shaft remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The instrument was returned, visually and functionally inspected. Upon review of the part, it was observed that the shear face was coarse and raised, which is consistent with the effects of brittle fracture at the event site.

Event description:
On 11.15.2018 it was reported to k2m, inc. That a surgery took place in which the tip of the shaft was broken. The tip of the shaft remains in the patient.